Manufacturer narrative:
Concomitant medical products: 419388, lead, implanted: (B)(6) 2006; 5076-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and had oversensing on stored electrograms (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.